Event description:
Event description boston scientific received information from the field representative (fr) that the patient was experiencing palpitations. Upon review of the stored electrograms (egms), the patient has many stored ventricular tachycardia (vt) episods that all look like as vp (vs), with an as to vs interval of 220ms. The patient's underlying rhythm also appears to be about the same at 220ms. Thresholds seem stable at 1.3v, autocapture was previously enabled, but it was disabled at the clinic check, thinking this presentation was the inability to capture the myocardium. It was also reported that increasing the outputs did not seem to help.,